Manufacturer narrative:
(B)(4). The customer replaced the oxygen sensor. However, the issue was not resolved. The evaluation/repair of the device has not been completed.

Event description:
It was reported that a, ht70 plus ventilator did not show 100% of the inspired oxygen (fio2) when the air/ oxygen mixer value was set to 100%. There was no patient involvement at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: conclusion - the service engineer (se) replaced the single board computer (sbc) printed circuit board assembly (pcba), pump, and coin battery. The se performed testing, preventative maintenance and all tests passed. If information is provided in the future, a supplemental report will be issued.